Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h6 (component code, impact code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation: analysis of images. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure" was confirmed objectively based on the information provided. Available information suggests procedural factors likely contributed to the event. As per the information received, imaging during the procedure was challenging, which may have affected optimal implant positioning. This suboptimal positioning could have led to a slda two days after the procedure. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per new information the patient was intervened using a transcatheter repair, the tricuspid regurgitation(tr) raised to (+4). After the procedure the tr was (+2). The detached device remained attached to one leaflet and it was stabilized in the atrium.

Manufacturer narrative:
The following sections were updated/corrected/added: b3 (corrected) b4, g3, g6, h2 the supplemental is being filed due to date of occurrence update. The investigation results were already submitted in the previous MDR.

Manufacturer narrative:
B2: other serious- even though there was no reintervention the final regurgitation reduction was impacted by the event. Additional e1 (telephone number): (B)(6) the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal ace procedure in the tricuspid position. On pod 2, a single leaflet device attachment (slda) occurred. The patient had massive (4+) secondary / functional tricuspid regurgitation at baseline. During procedure, two pascal devices were implanted, first one reduced the tricuspid regurgitation (tr) to severe (3+) and the second one to mild (1+). On pod 2, slda occurred in the second device, increasing the tr to severe (3+). No further reintervention planned. Challenging imaging were identified. Patient was in stable conditions.